Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation with 2 disposable devices. The procedure was abandoned when a uterine perforation was confirmed. During follow-up in 2009, it was reported that following the attempted ablation, a laparotomy was done and the perforation verified. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) reviews were conducted for the reported lot numbers of the 2 disposable devices. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Add'l lot# 09e14rb, expiration date 06/14/2010. Add'l device MFR date 05/14/2009. Serial numbers of the disposable devices were not provided by the complainant. Serial number of the radio frequency controller (rfc) not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assess. If additional relevant information is received, a supplemental medwatch will be filed.